Manufacturer narrative:
H10: one (1) new, list #011-d1005 tego connector, lot #4002095, was received on july 8, 2019 for evaluation. The complaint of disconnection on the tego connector could not be confirmed using the returned unused sister sample. There was no mating device returned for evaluation. There was no disconnection or leakage during functional testing. The tego connector met pressure and vacuum performance expectation outline in the product specification. The male luer of the tego connector and the threads are iso compliant. A device history review for lot# 4002095 and relevant commodities were reviewed and no non-conformances were found that would have contributed to the reported complaint. Additional information in b5.

Event description:
Additional information received the mating device was a fresenius line.

Manufacturer narrative:
The device involved in the event was discarded; however, a sample from the same lot number is available for evaluation. It is not received.

Event description:
The customer reported that about 50 minutes before the end of dialysis, it was noticed that the arterial and venous lines were no longer connected to the tegos after being connected 3 hours prior. There was reported significant blood loss of 300-400mls, and due to the problem dialysis was not continued. The patient received a bolus of 500ml of 0.9% nacl. No additional information has been provided.